Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a problem with low blood glucose levels. Customer's blood glucose level was 83 mg/dl. Customer treated with food. Customer has been experiencing low blood glucose levels since (B)(6) 2014. Customer will contact her nurse to help her. Customer was having shortness of breath. Customer declined troubleshooting. Customer had symptoms of breath and irritableness. Customer then ended the call. Customer treated with two candies. No further assistance needed.